Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the plastic on the pump was missing at the reservoir compartment. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device was received with missing retainer. Unable to perform displacement test due to missing retainer. It was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay.